Event description:
In 2007- kugel mesh implanted to repair and inguinal hernia. In 2008 - recurrence noted. Tens days later - kugel removed by surgeon. Surgeon stated kugel had crumpled laterally like a handkerchief.

Manufacturer narrative:
We are unable to either verify the reported problem of the product having "crumpled laterally", or determine what may have caused it to "crumple laterally", or determine how this relates to the recurrence of the hernia without the benefit of viewing the entire patch or receiving more detail related to sizing, placement and fixation of the patch.